Manufacturer narrative:
The pump has been returned to animas for evaluation but evaluation is not yet completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an intermittent power (damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2017 with the following findings: a review of the black box showed unexplained power on reset events. No moisture/corrosion was found in the battery compartment. The battery compartment was cracked on the side from the threads to the cover, and below the bumper pad. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete 24 hour testing. No power on resets occurred. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.